Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced four valves, two assay transducers and a sample arm. It is unknown if replacing these parts resolved the issue. A global product support (gps) specialist had reviewed the instrument data which indicated a potential issue with the reagent probe 2, but did not find a malfunction. Gps has made recommendations to the customer regarding system maintenance. The cause of the imprecision on valp and palb results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Three patient samples were run on a dimension xpand plus w/ hm instrument, and the results were inconsistent for valproic acid (valp) and prealbumin (palb). It is unknown if any discordant results were reported to the physician(s). The last repeat results were reported out to the physician(s). There are no reports of patient intervention or adverse health consequences due to the inconsistent valp and palb results.